Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window and crackedcase at reservoir tube window corner. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump display was scratched and difficult to read. The blood glucose reading was not known. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.